Event description:
Report received from the USA stating that the device does not function and the attachment was breaking the cutting burr. It is known that the device was being used in surgery. It is also known that there was no patient injury; however, it is unknown if there was any medical intervention, user injury or surgical delay related to the event. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. Ref: (B)(4).